Event description:
Customer called to report that for the last couple of weeks the pump's battery are lasting for only a couple of days. The problem was reported before and customer is now feeling uncomfortable with the pump.